Event description:
Was reported that the motor device had a tear in the hose. During in-house engineering evaluation, it was observed that the cord was torn, the motor had vibration, an unusual noise, and the connector was missing the outer ring. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays due to the event or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was torn, the motor had vibration, made an unusual noise, and the connector was missing the outer ring. It was determined that the torn cord was due to user error by using excessive force pulling on the cord. The assignable root cause was for vibration, noise, and the connector missing the outer ring was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.